Event description:
"Pt complained of persistent pain. Dr. Went in to remove the sling and bone screws. He also found and removed a small white round piece that is at the tip of the driver. He doesn't think it has anything to do with the pt's pain."